Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had brief low flow alarm. System controller interrogation revealed two additional low flow alarms logged that the patient did not hear an alarm for.